Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and two detached exhaust tubes and connectors were received for evaluation. No functional abnormalities were noted with the pump. No functional abnormalities were noted with either cylinder. No functional abnormalities were noted with either detached exhaust tubes or connectors. The information received indicated there was a hard pump, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2021 and revised on (B)(6) 2021 due to a "hard pump" - extremely difficult to pump as it seemed to lock again once he [the physician] was able to get it going.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, "hard pump" - extremely difficult to pump as it seemed to lock again once he was able to get it going. Device was explanted and replaced. No other adverse patient effects were reported.